Manufacturer narrative:
Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoleak. Users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2016, this patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. On (B)(6) 2017, a type ii endoleak was identified. The patient was followed with plans to monitor in one year. On (B)(6) 2018, computed tomographic angiography was performed which showed slight increase in the size of the aneurysm. The patient was noted to be asymptomatic and was referred to radiology for evaluation with the understanding of the options of short-term observation versus intervention. The subject was not hospitalized and the event was not unexpected. On (B)(6) 2018, a reintervention occurred whereby translumbar embolization was performed to treat the type ii endoleak.